Event description:
It was reported that during an innominate vein angioplasty procedure, balloon removal difficulties were encountered. The 99% stenosed lesion being treated was located in the innominate vein and was an in-stent restenosis. Initially, an unspecified 8x4mm balloon was inflated two times to dilate the subclavian vein as well as the in-stent restenosis. A follow up study showed improved flow, however, there was residual disease, therefore, an unspecified 12 x 4cm balloon was used additionally for three inflations. As stenosis remained in the distal aspect of the stent, the 14x4mm xxl balloon was used and inflated 1 time to 6 atms. This was successful, and the balloon was deflated without any issues. The xxl balloon was easily withdrawn into the pelvis, however, it could not be pulled into the 8fr sheath. The physician attempted torquing the device, upsized the introducer sheath several times up to a 14fr sheath, and snaring the balloon. The attempts resulted in the catheter coming out however, the xxl balloon was sheared off and remained in the iliac vein as confirmed by venogram. Films showed flow irregularities in the common iliac, internal iliac, and external iliac veins, assumed to be due to the sheared balloon fragment. The physician again attempted to snare the balloon and tried to use another balloon to "finesse" the balloon fragment into a 12fr sheath without success. Following approximately 2.5 hours of attempts to retrieve the fragment, the patient was taken to surgery. After an approximate delay of one hour, the patient was taken to the or where a lateral venotomy was made at the level of the iliac bifurcation. The balloon fragment could be seen and was successfully removed. There was a large amount of thrombus surrounding it, and a successful attempt was made to try to remove as much of the clot as possible. The patient tolerated the procedure well with no complications. The morning after surgery based on labs a retro-peritoneal bleed was discovered requiring a transfusion. During the transfusion, the patient needed to be resuscitated and the patient seemed stable. The following morning, the patient arrested again. The family decided against putting the patient on life support, and the patient died.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.